Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response. The device discriminators were borderline for distinguishing atrial fibrillation (af) from ventricular tachycardia (vt). The patient ultimately converted to normal sinus rhythm. The crt-d was reprogrammed to adjust the discriminators and increase rate cutoff. The device remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.